Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump history was displayed inaccurately. Review of the pump data logs by tandem technical support verified that the pump history was logging data accurately. However, upon relaying the information to the customer, the contact maintained that the history was inaccurate. Blood glucose was not impacted. Reportedly, the customer continued using the pump for insulin therapy.